Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The insulin pump also had a cracked case at the battery tube threads.

Event description:
The customer called to report a crack along the battery compartment. The insulin pump was not dropped, but the customer has noticed fogginess and condensation inside the screen. Advised that the insulin pump would be replaced. Nothing further was reported.